Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained left behind in patient. Against user guide recommendations, patient removed transmitter prior to removing sensor pod. Patient reported experiencing some discomfort at sensor insertion site. At the time of the call with dexcom technical support, no medical intervention was necessary.